Event description:
The customer reported to baxter (B)(4) of a buretrol set with defective roller clamp. There was no patient injury or medical intervention reported. This condition occurred during setup. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was returned for an evaluation. The following tests were performed: visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete, a pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the set. The roller clamp was defective because, it could allow a leak in the assembly with the guide tube. A pull test of 5 lbs 10 seconds was applied to the components bonding assembly, according to the local procedure. The components were not separated. The batch review was performed and no deviations were found. The roller clamp was defective because it could allow a leak in the assembly with the guide tube and the deformation in clamp caused by variation in height in cavity. It is unknown what caused this reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.